Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house strip testing on strip lot k380861 meets criteria. The product performed as expected. A review of the manufacturing records for the lot was performed; the lot met release specification. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
A caller reported a variance between the inratio inr result and alternate poc inr result. The results were as follows: (B)(6) 2016: inratio inr=2.7, (B)(6) 2016: alternate poc inr=1.8. The reported therapeutic range is: 2.0-2.5.

Manufacturer narrative:
The lot number k380861 was not included in follow up #1 although this information was provided prior to the follow up being submitted. However, the information does include the investigation performed for this lot.